Event description:
A customer reported receiving a cgm error 42 regarding their device. There was no adverse impact to the customer¿s blood glucose level. Customer service walked the caller through a complete pump reset, and afterwards, the error code did not reappear. The caller was able to successfully start their sensor session.